Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was having problems with batteries which would light up red on the universal battery charger and one of the batteries would get stuck in the battery clip. No visual damage on the batteries was noted. The pt then experienced an episode of all lights and alarms in the system controller, then a sudden loud audio tone. The pt was placed on ac power and no further problems were reported.

Manufacturer narrative:
The usage of the returned rechargeable battery (serial # (B)(4), MFR date oct 2010) is not known to the MFR as the battery is not labeled for single use. The device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.